Event description:
The hospital reported, they used the scope on a pt with heavy upper gi bleeding. The scope was then reprocessed and placed in storage. When the scope was removed for use for the next pt, there were signs of blood at the distal tip, which they suspected may have come from the auxiliary water channel. The hospital reported the auxiliary water channel was not being used during procedures or being cleaned or flushed during reprocessing of the scope. To date, the hospital has no knowledge of any pts having been affected, due to incomplete reprocessing.

Manufacturer narrative:
The scope in question has been sent to a microbiology lab for sampling. If the microbiology lab's investigation reveals any significant results, a supplemental report will follow. This report is being filed as an MDR based on user error in failing to reprocess the scope according to olympus's reprocessing instructions.